Manufacturer narrative:
A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on an unknown date, an unknown size trifecta valve was implanted din the patient. On an unknown date, the valve got explanted.